Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged that the air bubbles were observed in the reservoir. The customer reported a blood glucose value of 16 mmol/l. The customer reported on hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) unk_reservoir. Troubleshooting was not performed and the customer reported on the high blood glucose event due to the air bubbles in the reservoir. The customer tried a different pump, and it seems that this resolved the issue. According to the customer, they have not seen any air bubbles in the reservoir since then. It was unknown whether the customer was using an insulin pump system within 48 hours of the reported high blood glucose event and the auto mode/smart guard feature was active or not at the time of the reported event. No further patient complications were reported. No product return is required for unk_reservoir.